Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: unavailable omnipod software app version: unavailable operating system: unavailable hardware: unavailable cgm sensor type: unavailable. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the prestataire that the patient developed an abscess at the pod¿s insertion site (arm) after wearing the device between 49 and 71 hours. The patient reported the infusion site to be red, swollen and painful. The patient's blood glucose level increased to 300mg/dl. The patient attended a doctor's appointment and was diagnosed with a large abscess. The patient was treated with incision and drainage of the abscess before the wound was packed with a wick. No antibiotics were prescribed. Following this, the patient required daily nursing care for dressing changes and wick replacement. This report is one of two abscesses reported, the second abscess has been reported under (B)(6).